Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 226; cause was not known. A correction bolus was delivered to address bg. A system check was performed and it was found that insulin was not dripping out of the cartridge. A new cartridge was loaded resolving the issue.